Event description:
PICC was discovered to be leaking from the hub during a dressing change. PICC line was dc'd and new PICC line had to be placed.

Manufacturer narrative:
We received the catheter as a sample. The catheter tube has been shortened at approx. 11 cm. Flushing the catheter shows a leakage right below the fixation wing. The microscopic examination shows that the catheter tubing was partly torn out at the junction of the catheter and fixation wing. The surface of the broken area is rough, which is a typical sign for the effect of excessive tensile stress and/or degradation of the catheter material pur due to the use of alcohol-based disinfectant. We were informed that the customer used alcohol-based disinfectant. There is a statement in the product's IFU: "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." And "avoid any contact of the catheter tubing to alcohol containing disinfectants." Furthermore, we have a warning leaflet in each blister which declares: "never use organic solvents such as alcohol directly on the catheter, it may weaken the material. If an alcohol-based disinfectant is used on the insertion skin area, it must dry completely before exposing the catheter to any mechanical stress." From previous complaints we learn of various possible causes of a tensile fracture: - dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it, placing stress on the line resulting in a tensile fracture. - routine care - when lifting the baby to change bedding. - -movement - the baby themselves catching the line, normally with a foot, during movement. Moreover, the costumer used a 5 ml syringe with this catheter. We warn in the product's IFU not to use syringes less than 10 ml: "caution: do not use syringes smaller than 10 cc, as these can generate very high pressures. It is possible to generate 4 or 5 times the maximum safety pressure, with any size of handheld syringe." Batch history records were reviewed, and no deviations were found. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. The tensile force for the involved junction of catheter and wing was between 4.24 n and 7.26 n and therefore met our specification of 3 n. Lastly, visual tests and incoming goods inspections were carried out with no findings. There are seven further complaints for batch 8084423, one further complaint for batch 8106773 and ten further complaints regarding a leaking catheter at the junction on code 4g07125231 within the last three years. No further corrective action initiated by quality management as there are no indications of a manufacturing fault. Corrective action: no further corrective action will be initiated by quality management at this time as there are no indications of a manufacturing root cause. However, both vygon USA and germany will continue to monitor this issue.

Manufacturer narrative:
The failed device was returned to vygon for evaluation and complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.

Event description:
PICC was discovered to be leaking from the hub during a dressing change. PICC line was dc'd and new PICC line had to be placed.